Event description:
It was reported that a cartridge alarm on the pump occurred, followed by a malfunction before further details could be obtained. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.